Event description:
It was reported that the ilet touchscreen cracked after the device struck a car door, rendering the screen unresponsive; the device had been synced prior to shutdown and the patient later completed setup on a replacement using a dexcom g7 and an inset, with blood glucose not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.